Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, post sense t-wave oversensing was noted on an implantable cardioverter defibrillator. Programming changes were recommended. No intervention was performed as the patient has not been seen in clinic yet. The patient was in stable condition.

Event description:
Additional information - it was reported that the patient presented remotely. Review of the transmission revealed an alert for non-sustained right ventricular oversensing seen on the implantable cardioverter defibrillator (ICD) due to an additional episode of t-wave oversensing on (B)(6) 2020. The t-wave oversensing was post-paced, and it did not cause any inappropriate therapy. It was noted that the t-wave oversensing has been rare and comes in spurts of one or two beats. The patient was asymptomatic to the oversensing, and there was no impact on pacing due to the oversensing. As a result, the physician elected to continue to monitor the patient.